Manufacturer narrative:
Product event summary: analysis found that the programmer would not auto-identify devices. Software was reloaded and updated. Further investigation found cracked solder joints at the electrocardiogram (ECG) connector. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not auto-identify and interrogate devices. The radio-frequency (rf) head was replaced, but the same issue occurred. Another programmer was used. No patient complications were reported as a result of event.